Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a mildly calcified lesion in the mid-left anterior descending artery at a different hospital. The patient was experiencing chronic stable angina. Pre-dilatation was performed with a 2.5 x 20 mm trek balloon reducing the stenosis to less than 40%. A 3.0 x 18 mm absorb scaffold was implanted and post-dilated with a 3.0 x 9 mm non-compliant balloon reducing the stenosis to less than 10%. The patient went to veterans general hospital for a check up on (B)(6)2017 due to chest tightness. Angiography confirmed scaffold thrombosis. The thrombus was aspirated and the scaffold was post-dilated. There was no additional treatment. It was confirmed that the patient had been compliant with dual antiplatelet drug therapy after the procedure and no changes in medication have been made. No additional information was provided.